Event description:
It was reported that the patient started having pain approximately 10 months after revision surgery #1 performed on (B)(6) 2014. X-rays determined a failure of implants (axial connectors) on each side where the rods became detached from the connectors.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was inspected and its fracture surfaces exhibited beach marks, which are consistent with fatigue fracture. Furthermore, the device was confirmed to have been implanted for over 4 years. Conclusion: therefore most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that the patient started having pain approximately 10 months after revision surgery #1 performed on (B)(6) 2014. X-rays determined a failure of implants (axial connectors) on each side where the rods became detached from the connectors.